Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and radicular pain syndrome. It was reported that since around (B)(6) 2015, the ins shifted in the pocket following a 75 lb weight loss. The ins was closer to the skin and the patient was unable to charge. The patient had not been able to use stim for about 9 months. The patient had a revision surgery on (B)(6) 2016, and the ins was jump started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.